Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device had a blank display. Customer's blood glucose was 8.4 mmol/l. After troubleshooting, display returned but the customer was unable to clear the critical error alarm. Customer will not be returning the device for analysis.

Manufacturer narrative:
The insulin pump was retuned with pump error 35 noted in the pump history and critical pump error due to moisture damage force sensor, moisture damage was also found on the motor, vibrator, battery tube, keypad flex tail and electronic assembly during our visual inspection. Unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The insulin pump had scratched case, pillowing keypad overlay, serial number label fading and minor scratched lcd window.